Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. This occurred during dwell two of five of peritoneal dialysis therapy. The technical service representative assisted the care giver with clearing the alarm. The technical service representative explained the proper methods of disconnecting the home patient and ending therapy to the care giver. The care giver was to contact the peritoneal dialysis registered nurse regarding programming therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.